Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: user was operating on abdomen when, reported issue occurred on 8mm prograsp forceps instrument. There were no reports of fragment(s) falling into the patient. The user removed the instrument and inspected it. The instrument did not have any damage(s) other than a broken cable. The patient has not returned to the hospital or the practitioner for any complications due to the breakage. No other tests were performed to check for foreign material within the abdomen.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.